Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that were in the 40's (mg/dl) and went to the ER; cause was unknown but customer mentioned it could be from hormones or stress. Customer's bg level was addressed by receiving intravenous fluids. Customer left the ER with a bg level of 200 mg/dl.